Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. It was reported that resistance was felt while the 9th coil (subject device) was being advanced through the introducer sheath and the microcatheter. However, the coil was delivered to the target lesion and deployed. The directions for use (dfu) cautions to: " advance and retract the target detachable coil carefully and smoothly without excessive force. If unusual friction is noticed, slowly withdraw the target detachable coil and examine for damage. If damage is present, remove and use a new target detachable coil. If friction or resistance is still noted, carefully remove the target detachable coil and microcatheter and examine the microcatheter for damage." The reported event was most likely due a deviation from the supplied dfu that resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
It was reported that resistance was felt while the 9th coil (subject device) was being advanced through the introducer sheath and the microcatheter. However, the coil was delivered to the target lesion and deployed. The 9th coil migrated from the implanted location inside the aneurysm into the microcatheter and got stuck in the microcatheter tip. The coil migration was not noted and the physician attempted to advance the 10th coil through the microcatheter; however, severe friction was encountered when the coil reached near the distal section of the microcatheter. The physician tried to advance and to retract the coil inside the microcatheter several times and the coil prematurely detached inside the microcatheter. The physician attempted to remove the 10th coil with a micro guidewire snare device but unsuccessfully because a part of the 9th coil got stuck in the microcatheter tip and both 9th coil and 10th coil were jammed inside the microcatheter. The prematurely detached 10th coil; the migrated into the microcatheter 9th coil (both jammed in the microcatheter) and the microcatheter were successfully removed from the patient as one unit and there was no clinical consequence to the patient due to the reported event. The procedure was completed with the different coils.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that resistance was felt while the 9th coil (subject device) was being advanced through the introducer sheath and the microcatheter. However, the coil was delivered to the target lesion and deployed. The 9th coil migrated from the implanted location inside the aneurysm into the microcatheter and got stuck in the microcatheter tip. The coil migration was not noted and the physician attempted to advance the 10th coil through the microcatheter; however, severe friction was encountered when the coil reached near the distal section of the microcatheter. The physician tried to advance and to retract the coil inside the microcatheter several times and the coil prematurely detached inside the microcatheter. The physician attempted to remove the 10th coil with a micro guidewire snare device but unsuccessfully because a part of the 9th coil got stuck in the microcatheter tip and both 9th coil and 10th coil were jammed inside the microcatheter. The prematurely detached 10th coil; the migrated into the microcatheter 9th coil (both jammed in the microcatheter) and the microcatheter were successfully removed from the patient as one unit and there was no clinical consequence to the patient due to the reported event. The procedure was completed with the different coils.